Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant rubella igg result is unknown. It's suspected that customer did not use the recommended tube on the initial sample result. No further evaluation of the device is required. The instrument is performing within specifications.

Event description:
A low positive immulite 2000 rubella igg assay result was obtained on a pregnant patient sample. Multiple retesting of the patient sample resulted in higher result values. The low rubella igg result was reported to the physician. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant low rubella igg assay result.